Event description:
A summons reports that the pt was prescribed the use of game ready by a "qualified medical provider" for an injury to his right shoulder that required medical treatment. Pt reported to his attorney that following the use of game ready, he "discovered that the ctu [cryotherapy unit] caused [him] personal injuries." The nature of the injuries is not specified. The MFR has no direct knowledge of this event as it became known to us only with the service of the summons. No injuries were reported to the MFR by this pt or rep of this pt other than this summons. Because this matter is under litigation, it has been turned over to the MFR's legal counsel for investigation.

Manufacturer narrative:
The identity of the device used by the pt is known to the MFR because this pt was served by the MFR through an independent rep. At the time the service was provided and following the use of the device the pt did not report any problems to either the MFR or to the rep who set the pt up with the device. Because there was no knowledge of any problem the device has continued in service to other pts with no complaints since the date of the event (now a yr). Since there would be nothing that could be discovered in an eval of the physical device that could be tracked back to its use by an specific pt 1 yr ago, the device was not brought back to the MFR for eval. However, the service records for the device and the complaint records were searched for events related to this device and nothing was found to indicate product defect or pt injury. No prior report of injury or product defect associated with this pt has been reported to the MFR other than this summons. A thorough investigation will be conducted of this complaint and, as more info becomes available to the MFR, it will be communicated through this reporting process.